Event description:
The customer reported that the sys exhibited an "overload error." This error is likely to result in an uncommanded shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The igbt assembly, hv tank and sys batteries were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.